Event description:
(B)(4). Very painful inserting essure. Had spasms in tubes/cervix. Had severe pain. Since having it inserted I have developed multiple cysts and fibroids. Hormone imbalance hypothyroidism, 50+ pound weight gain, bloating, swelling in my lower spine, excessive menstrual bleeding, hair loss, ibs, vitamin deficiency, had to go to pain management doctors and physical therapy have on going prescription for codeine sulfate and meloxicam. I have a nickel allergy. My skin turns green with metal now. Have to have a hysterectomy to remove essure.